Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 in relation to the patient's ipg reported under MFR. Report#: 1627487-2015-23356. During the procedure, high impedance was found on the patient's lead. As a result, the patient's lead was explanted and replaced. Replacement of the lead resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.